Event description:
Patient reported that on (B)(6) 2022 the v-go 20 device became detached from her abdomen after about one hour of application. Patient reported that this has occurred about 10 times since starting the new box. Patient states that she uses proper fill, wear, and go procedure and there was no interference with clothing or increased movement involved. Patient wears the v-go on her abdomen, and when device becomes detached patient successfully replaces it with a new v-go 20 device.